Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous coronary intervention (pci) procedure, a 6f angio-seal was selected for use in the right common femoral artery. The pt's pulses were noted to be absent via doppler and the leg was cold to touch. A CT angiogram (cta) revealed that the pt had a thrombotic/embolic occlusion in the mid right superficial femoral artery (sfa). The pt went to the operating room. The report revealed a fragment of the angio-seal was extracted from the right sfa. No additional info is available.